Event description:
Inbound. Husband (B)(6) states patient's cadd legacy pump alarmed no disposable clamp tubing, cadd cassette lot number 4196397, expiration 9/20/2026, troubleshooting did not resolve alarm, so switched to new cassette and pump infusing without issue. No further details provided.